Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician performed a mesh removal on a cirrhotic patient on (B)(6), 2014. The mesh has to be removed due to excessive shrinkage (due to the patient condition and comorbidities) and has been replaced by a symbotex 15x 20 cm.